Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and two 24mm watchman laa closure device & delivery system (wds) were used. The first 24mm device was attempted and two partial recaptures were performed and then the device was fully recaptured. An effusion sweep was performed at this time and no effusion was noted. The second 24mm device was then deployed after one attempt. After release of the device a pericardial effusion was noted. The location of the perforation was not exactly known, but assumed to have occurred in the posterior lobe of the laa. A pericardiocentesis was successfully performed with approximately 600ml being removed. Heparin was fully reversed and the patient was also given reversal agent for pradaxa. The patient remained stable and has since been discharged to home.